Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to exposed battery wire resulting from the wires being pinched. It was also noted that the epg displayed an error code. The output connector assembly was broken. The hanger assembly was bent. The on/off button was flat and out of specification mechanical), but remained functional. The encoder assembly was contaminated, but functional. One knob was contaminated. The lower case was broken. The main seal was pinched. The display wires were pinched and wire insulation was exposed. Two output connector nuts were contaminated. The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code . The epg was returned for service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.